Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on 24aug2020. The patient was successfully discharged and was reported to be doing well.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device was used during the procedure. The device failed to deploy. The patient was harmed. Additional information was received on 15jul2020. The device deployed fine; then failed. The consultant interventional cardiologist deployed a 6fr angio-seal device at the end of the procedure, and within a few minutes, the nurse noticed a large hematoma in the groin, which continued to expand despite quick manual compression followed by femostop application. When the user deployed the angio-seal, it looked fine at the outset; it was only when they were transferring the patient from the cath lab table to a bed that the hematoma was observed. The patient required covered stents to the femoral artery and four units of blood transfusion, with consequent prolongation of her ccu stay. Additional information was received on 16jul2020. The patient was reported to be doing very well, and the facility was planning on discharging her soon.